Manufacturer narrative:
Argus case (B)(4).

Event description:
But I accidentally ingested part of a polident tablet. [Accidental device ingestion] also suffered stomach upset. [Upset stomach]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included acetylsalicylic acid, citric acid, sodium bicarbonate (alka seltzer). On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information adverse event information was received via call center representative on (B)(6) 2020. Consumer reported that, " I thought I was taking an alkaseltzer, but I accidentally ingested part of a polident tablet. I wanted to know if that was dangerous." Follow up information was received via call on 24 march 2020. Consumer reported that "patient described that she also suffered stomach upset. She did not consent any further follow-up. Event upset stomach updated in the case with event outcome unknown and polident denture cleanser tablets does not related to the event.